Event description:
Caller reports lancet protrudes beyond the end cap of the coaguchek softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Manufacture date is based only on the month and year as the day is not known.